Event description:
A syringe was used to inject lidocaine to a patient. The syringe was then placed in merit medical's shortstop temporary sharps holder located on the back table. The complainant reported that the shortstop only partially adhered to the drape on the table, making the needle difficult to remove. While removing the needle, the shortstop flipped, and the complainant was stuck by the contaminated needle in the right finger. It was discovered that the patient was infected with hepatitis c. The complainant has not tested positive for hepatitis c. Blood tests will be performed every two weeks for at least six months to check for the virus.

Manufacturer narrative:
A device from the same lot of the actual device involved in incident was evaluated. Mechanical tests performed. A second device from a different lot was also tested for comparison. Product separation testing was completed by attaching the shortstop devices to drape material and measuring the force required to remove the devices from the drape material. Device performed according to specs. The separation force for both devices tested was above the minimum engineering specification requirements for this device. No failure detected and product whithin spec. No conclusion can br drawn.